Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e238 communication error that is not an image during preparation for use for a therapeutic digestive surgery procedure. The procedure was completed using a similar device. Upon inspection and evaluation, there was a no image communication error. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿e328 communication error¿ was confirmed. The following findings were also noted during device evaluation: due to damage on charged coupled device (ccd) unit, b30 (scope communication err) occurs, due to dirt on electrical contact of video plug, b30 (scope communication err) occurs, due to a dent on distal end, water tightness is lost, due to adhesive peeling between objective lens and distal end, water tightness is lost, scratches, cracks and chips found throughout the device, and universal cord is dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components on the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.